Event description:
It was reported that the pump exhibited error code 41301. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1: address line 1 (B)(6). Address line 2 (B)(6). One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the main board. Service history identified the complaint was not related to a previous service of the device within the review period.